Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse swapped the inner distal set up joint (suj). Fse replaced the inner distal magnetic suj and the universal surgical manipulators (usm). The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. The usm was analyzed and the complaint was confirmed by failure analysis, but not replicated. It was found that the reported 22028 was on suj vertical and not caused by the returned unit. The inner distal magnetic suj was analyzed and the complaint was not confirmed by failure analysis. In lighthouse the errors were found to be pointing to the vertical proximal. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where no errors were triggered and performed as expected. The unit was then installed onto a patient site cart (psc) fixture test platform (pftp) where it passed all tests. The inner distal suj was analyzed and the complaint was not confirmed by failure analysis. In lighthouse the errors 22028 and 23007 were found to be pointing to the vertical proximal indicating that the vsuj failed posttest, no errors were found pointing to the distal. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where no errors were triggered and performed as expected. The unit was then installed onto a pftp where it passed all tests. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, the staff reported an issue with universal surgical manipulators (usm)3. During case setup, a message indicated to clear an obstruction on usm3; however, the message remained even after clutching and moving the usm. Staff decided to move the procedure to a different system and continued without further issues. Upon returning to retrieve the system serial number, staff observed that usm3 continued blinking yellow and the obstruction message persisted. The procedure was aborted to another da vinci system with no patient involvement.